Event description:
It was reported that during a thyroidectomy procedure, white flecks from the tissue pad were in the wound. New shear was opened, and case completed without further issue.

Manufacturer narrative:
Information anticipated, but unavailable at this time.